Event description:
On (B)(6) 2013, the reporter contacted animas to request assistance in programming multiple basal rates. He started his animas pump three days ago without training. In the course of the conversation he reported a recent low blood glucose (bg): alleged that he made a mistake in calculating insulin on sunday and took 2.6 units too much. His mother found him on the floor and called the paramedics. His bg was 24 mg/dl and he was treated at home with d50 and grape juice and bg rose: no values given. Patient signed self out against medical advice, refusing hospital admission as his mom and caregiver are at the home. The patient is a medical student who had been on a different pump for 4 years prior to receiving animas pump, and has a reported history of going low. He has not been trained on this pump, and wants to receive telephone training only. The patient alleges the math is difficult to calculate with injections and the pump. Customer technical support (cts) instructed the patient to remove pump until he has been trained and to go to an alternate delivery method. The patient refuses to remove the pump. Cts contacted a local animas representative to assist patient in receiving training. Cts also advised patient to work with a health care provider and/or diabetes education center to get orders and proper training. There is no allegation of pump malfunction. This complaint is being report due to the allegation that the patient suffered hypoglycemia as a result of a use error: the patient was using a product on which he had not been trained.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows alarms associated with the complaint. The tdd¿s add up correctly and reflect the user's programmed basal rates. Pump successfully completed the required delivery accuracy testing. Battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release